Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. Bends were present throughout the length of the pusher assembly. The pusher assembly mid-joint was retracted through the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the first returned smart coil revealed the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, resistance was experienced while attempting to advance the smart coil within its introducer sheath; therefore, the introducer sheath was removed distally, and the smart coil was re-sheathed properly. Subsequently, the smart coil was advanced through its introducer sheath and a demonstration microcatheter without an issue. Further evaluation revealed a kink near the pusher assembly mid-joint and bends along the pusher assembly. The kink was likely a result of mishandling during advancement against resistance. The bends were likely incidental to the reported complaint. Evaluation of the second returned smart coil revealed the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, resistance was experienced while attempting to advance the smart coil within its introducer sheath; therefore, the introducer sheath was removed distally, and the smart coil was re-sheathed properly. Subsequently, the smart coil was advanced through its introducer sheath and a demonstration microcatheter without an issue. Further evaluation revealed bends along the pusher assembly. These bends were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-02337.

Event description:
The patient was undergoing a coil embolization procedure using in the middle cerebral artery (mca) using penumbra smart coils (smart coils) and non-penumbra microcatheter. During the procedure, the physician inserted a smart coils into the hub of the microcatheter; however, the smart coil would not advance at all within its introducer sheath; therefore, it was removed. The physician then inserted a new smart coil into the hub of the microcatheter; however, the smart coil would not advance at all within its introducer sheath and, therefore, it was removed. The procedure was completed using new smart coils and the same microcatheter. There was no report of an adverse effect to the patient.